Event description:
A medtronic ave biliary stent was inserted into the guide catheter for intended treatment of a highly calcified, very narrow renal artery. The guide catheter could not be "seated" well, therefore, it was left out of the ostium of the renal artery. The stent was then advanced out of the tip of the guide and into the ostium of the renal artery, however, it was not possible to cross the target lesion. Therefore, the stent and delivery system were pulled back from the target lesion. During removal from the renal artery, the stent got caught on the calcified portion of the lesion and dislodged from the stent delivery balloon, but remained on the guidewire. The dislodged stent was snared from the artery, successfully. There is no indication that a predilation of the target lesion was performed, as indicated in the instructions for use. There is no add'l clinical sequelae reported relative to the event and the pt is doing fine.